Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
The client reports, (B)(6) pt, weighing 75 kg with unk medical history, venous fragility and skin fragility having a CT with contrast. IV access, 22ga guerbet optival in the forearm. Injection protocol; 1.5 ml/sec for 90 ml. Immediately after optiject 350 injection start, an injection site extravasation of less than 10 ml of contrast media was noted, requiring the stop of the examination. The pt presented an injection site hematoma. The pt left the hospital right after the incident happened. No clinical consequences for the pt.